Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2016 with the following findings: a review of the pump¿s black box showed pump reboots had occurred. During testing, the pump powered on with returned battery cap. The battery cap was unable to fully tighten and continued to spin. The battery cap contact height and width measurements were within specifications. There were cracks in the battery compartment observed in the thread area and below the grip pad. The battery compartment threads were damaged. There was evidence of moisture contamination found inside the battery compartment and on the underside of the battery cap. A leak test showed a leak at the battery compartment cracks. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms occurring. The pump case was removed and there was no evidence of moisture inside the pump. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/20/2016 with the following findings: the black box showed evidence of unexplained pump reboot events prior to the complaint date. The pump powered on with the returned battery cap; the cap measured within specifications. The cap was unable to fully tighten and continued to spin on the pump. There was moisture contamination observed inside the battery compartment and on the underside of the battery cap. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. Unrelated to the original complaint, the battery compartment was cracked and had damaged threads. The leak test showed a leak at the battery compartment crack. The pump case was removed and no evidence of additional moisture was observed inside the pump.